Manufacturer narrative:
Corrected data: h6- medical device code: 1494- off label use (age<21 and >45 yrs). Claim# (B)(4).

Manufacturer narrative:
A1 - unk. A2 - unk. A3 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry). D4 - unk. D6a - unk. D6b - unk. H4 - unk. Claim# (B)(4).

Event description:
An article was published in the american journal of ophthalmology in december 2017 titled, "implantable collamer lens-sizing method based on swept source anterior segment optical coherence tomography.' The article states that there were 25 (71%), 8 (25%), and 2 (6%) eyes in the moderate, high, and low vault categories. Additional information has been requested but none has been forthcoming.